Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented to the emergency room due to a 'bizarre feeling', and her heart rate was in the 40s bpm. It was noted that the device was programmed at 70 bpm. The device could not be interrogated, and a magnet response could not be elicited. At a follow up approximately 4 months ago, the battery voltage was 2.75v. The device was explanted and replaced. No further patient complications were reported as a result of this event.